Event description:
It was reported that there was right ventricular (rv) lead dislodgement. Repositioning was attempted on (B)(6) 2018; however, the procedure was unsuccessful and was causing intermittent sensing and capture. The lead was explanted and replaced. Additional information was not reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on 9/17/2018 notes that dislodgement was discovered when the patient presented in clinic during a follow up with decreased right ventricular (rv) sensing and elevated capture. Subsequent chest x rays confirmed dislodgement and the patient was noted to be asymptomatic. Re-positioning was unsuccessful and therefore the lead was replaced. Patient was stable during and post procedure.